Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that the elbow connector of an rt021 catheter mount was disconnected from its tubing. This was noticed during patient use. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The rt021 is sold in the USA but has no 510(k) number as it is considered a class I device. Method: the complaint rt021 catheter mount was returned to fph in (B)(4) for inspection. It was visually inspected for the reported damage. Results: visual inspection showed that the connector of the rt021 was separated from its tubing, confirming the reported fault. Further inspection revealed that there were scratches around the tubing cuff, indicating that it was manipulated. A lot check revealed no other complaints of this nature for lot number 110913. Conclusion: we were unable to determine the root cause of the reported fault. All rt021 catheter mounts are visually inspected and pressure tested prior to packing, and those that fail are rejected. This suggests the connector was disconnected from the tubing post production.